Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. The lot number was provided. A review of the device history record for this lot is forthcoming. A supplemental report will be submitted with this information.

Event description:
It was reported that a physician attempted to place xpert stent. The stent unfolded and opened partially at the catheter tip during unpacking. There was no patient involvement. A second device was used to complete the procedure. No additional information is available.